Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2011 the patient's settings found were indicative of a faulted diagnostic test. The settings were corrected on (B)(6) 2011. No programming history was available prior to this date. It is likely that the faulted test occurred at the patient¿s implant on (B)(6) 2011. No patient adverse events were reported.